Event description:
It was reported that myopotential inhibition was observed. Upon review of egm, myopotential oversensing was suspected. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.